Event description:
The customer reported fluid splashed out of valve after disconnecting from the cap. There was no report of pt or staff harm or medical intervention required. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned, valve was discarded by customer. The customer's report of fluid splashed from cap could not be confirmed due to the product was not returned for failure investigation. The root cause could not be identified.